Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that they were using this device on a patient and the device did not recognize that the defibrillation electrodes were connected. As a result, defibrillation therapy may have been delayed or unavailable if it was needed. The customer was able to switch to a back-up device and continue patient care. The customer advised physio-control that the patient involved in the event is deceased; however, the device use did not contribute to the outcome of the patient as they had a back-up device and were able to switch to it with minimal delay in patient care.